Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing did not confirm the reported event. Unreadable errors were not reproduced. Inspection and testing found angulation down did not meet standard, the connector was scratched, and the adhesive on the bending section cover was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image and a scope communication error occurred. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Should have been marked as reuse in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely due to the following: the arrangement was temporarily disturbed due to external stress such as inserting and removing diagonally from the trocar, and an excessive load was applied to the image sensor cable. I think it may be due to the addition. The image sensor cable may have been overloaded due to stress such as excessive twisting or bending of the universal cord or video cable, but it could not be identified from the actual product. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.